Manufacturer narrative:
It was reported in the initial report that it was confirmed that the attachment device was able to hold the cutter device, the device was unable to hold the cutter. It was initially reported that the root cause was due to normal wear. It has been updated to improper cleaning methods. Additional information: during further evaluation, it was observed that the device failed pretests for power with test bench check; specification is minimum 110 to 160 watt, actual reading was 88.83 watt. The assignable root cause was due to improper cleaning methods and device maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not lock the saw attachment to the motor device, the reverse locking mechanism was damaged, the upper trigger was stuck, the compression spring and trigger were worn, the housing compact air drive device coupling lock pin was and press pin were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre surgery, it was observed that the compact air drive device trigger was stuck (frozen). Additionally, it was reported that the device would not hold the drill bits. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.